Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and retention. It was reported¿within the last 2 weeks they are still getting up in the night quite often. Patient stated they aren't out of control like they were before but in the mornings they go to the bathroom like every 20 mins and just a little bit at a time. Patient stated the frequency of the urge is driving them crazy and they aren't emptying their bladder all the way. Patient stated this why they got the device implanted. Troubleshooting was unable to be performed as patient attempted to start up handset but was showing she had 0% charge on it. Patient reported the doctor told her to call manufacturer to see if we can help them change programs. Patient stated they haven't tried increasing on the program they currently are on now. Back to patient services once handset and communicator have been charged to continue troubleshooting.¿ additional information received on 2021-01-08 reported that they increased from 0.6 to 0.7 and stated stimulation was strong but comfortable. They thought 0.8 would be too strong. They will monitor symptoms and adjust as needed.¿there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they were going to the bathroom frequently and little amounts at a time. (Thought their frequency at night has gone down from 10 to 5). They charged the stimula tor battery prior to calling. When opening the micromytherapy app, they saw 'an error has occurred'. They cleared the message and tried again. They placed the communicator over the 'knot' and saw 'device is not responding'. After repositioning, they saw 'different handset detected'. They do not have any other stimulators and stated their last one was replaced after 5 years due to normal battery depletion. They restarted the handset and communicator and were able to connect. They changed from program 2 at 0.7 to program 3 at 0.6 and felt comfortable stimulation. They will monitor their symptoms and adjust as needed. Additional information was received from the patient. They reported that the ins is not working, they are incontinent and its just goes on its own. They were still wearing pull-ups. They said its like they don't have the ins implanted and are getting no relief whatsoever. The patient requested assistance changing programs due to this. They said they tried program 2 and 3 and neither were working. The patient was currently on program 1 and stated this program isn't working either. The patient was at 0.5 volts on program 1 and reported they tried to increase to 0.6 volts and it drove them crazy. Patient services provided education on changing programs. The patient changed to program 4, 0.6 volts and said that was too strong so they decreased to 0.4 volts on program 4. The patient confirmed feeling stimulation comfortably in the bike seat area and was going to monitor symptoms now that a change was made. The patient would follow up with their healthcare professional if not seeing improvement.